Event description:
As reported, after following the standard procedure and pressing the plug deployment button of a 7f exoseal vascular closure device (vcd) blood was still flowing from the puncture site. Manual compression was used instead to achieve hemostasis. There was no reported patient injury. The operator had extensive experience using the device. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.